Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when registering, the monitor went black and "an internal error might have occurred" and the system rebooted on its own. Once the system was back up, the registration had saved and surgeon continued with case. During troubleshooting, the manufacturer representative (rep) indicated they did not know if the surgeon was doing lots of tracing prior to issue. The rep also reported the patient was deleted from system and unable to provide patient export logs. This issue caused a less than 1 hour surgical delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6) h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for monitor went black. A1102 was coded for "an internal error might have occurred". A110208 was coded for system rebooted on its own. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, the analysis concluded there was insufficient information to determine whether a software anomaly contributed to the reported event. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.